Event description:
Device 3 of 4; reference MFR. Report number: 1627487-2019-00665, reference MFR. Report number: 1627487-2019-00666, reference MFR. Report number: 1627487-2019-00674. Additional information received that patient underwent surgical intervention on (B)(6) 2019 where all 3 fractured leads were explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Reference MFR. Report number: 1627487-2019-00665. Reference MFR. Report number: 1627487-2019-00666. Reference MFR. Report number: 1627487-2019-00674. It was reported the patient experienced ineffective stimulation and x-rays indicated the leads was fractured. As a result, surgical intervention is planned to address the issue. It is unknown which leads are liable for the issue. Hence, all 4 leads are made reportable.

Event description:
Device 3 of 4. Reference MFR. Report number: 1627487-2019-00665. Reference MFR. Report number: 1627487-2019-00666. Reference MFR. Report number: 1627487-2019-00674.